Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, there was a loss of connection on the smart device. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Bluetooth device testing and functional testing was performed and the reported fault could not be reproduced and there were no failure detected. Functional testing was performed and the test failed. The shared data log was reviewed and a loss of connection was observed. The reported event of loss of connection was confirmed. A root cause could not be determined. Based on the investigation results this issue has been upgraded from non-reportable to reportable.